Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An audio/ vibration test was performed and passed. An audio/ vibration try-it test was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. The speaker and vibrator resistance were measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded for review finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.